Event description:
The mother reported via phone call that the customer received a button error alarm due to moisture exposure. The mother stated the customer had a waterproof casing around the insulin pump. The customer's blood glucose was 50 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.